Event description:
It was reported that during a procedure in which a lumenis acupulse duo laser was employed two laser fiber delivery devices broke near the center of the fiber. It was further reported that no patient harm occurred as a result of the fiber break.

Manufacturer narrative:
Lumenis investigated the event report contacting the lumenis representative who witnessed the event to obtain information. No subject device malfunction was reported or observed; therefore, no evaluation of the subject laser device occurred. Subject laser device malfunction is not the suspected root cause of the event reported. An evaluation of the reported event and reported treatment settings by a lumenis technical expert concluded the physician's failure to use sufficient air cooling when deploying the subject devices at high energy output in contradiction to device training for co2 laser fibers to be the root cause of the events reported. These events are being reported due to the potential for harm resulting from emitted laser energy from the broken end of the fiber. A review of product labeling found the labeling describes the proper use of external pressurized air cooling of the laser fiber delivery device during procedures requiring high energy output levels.